Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Concomitant medical products: versys hip system femoral head p/n 00801803601, l/n 61795581; trilogy acetabular system longevity crosslinked polyethylene liner p/n 00630505036, l/n 61841305; shell porous with cluster holes p/n 65620005422, l/n 618132848; femoral stem p/n 00784301426, l/n 61704381. Multiple MDR reports were filed for this event. Please see reports: 0002648920-2017-00405.

Event description:
It was reported that patient¿s left hip was revised approximately four years post-implantation due to dislocation. Additional information received in patient's medical records indicates that patient experienced two episodes of dislocation within a six week time frame post-implantation, for which a closed reduction was performed. Medical records further indicate the patient was later revised due to recurrent dislocation, abductor muscle deficiency and suspected wear of the polyethylene liner. Revision operative report noted trunnionosis, fluid within the joint space and brownish and necrosed tissue. Abductor musculature was atrophied and stained in metallic fashion. An abductor muscle reconstruction was performed and the femoral head and polyethylene liner were replaced. Upon removal of the liner, no wear was found. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records and operative notes. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.